Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.